Manufacturer narrative:
(B)(4) follow up a report was received indicating the presence of an unidentified foreign material on the transfer filter needle. As the physical sample was not returned, a comprehensive evaluation could not be conducted. However, six photographs and one chart was provided and reviewed by the quality team to support the investigation. One image depicts a needle assembly without a plastic shield. Visible in the photograph are dark specks located on the needle hub, just below the white epoxy, as well as a dark speck on the upper portion of the needle itself. No additional information could be obtained from this image. The remaining photographs included: a needle assembly without its packaging blister, a needle under high magnification, a needle with a dark-colored speck, a particle, and a needle hub. The accompanying chart did not provide any percentage match data, and as such, no definitive conclusions could be drawn from it. A device history record (DHR) review was completed for material number 305211, lot 4081139. The review found no quality issues during the manufacturing process that could have contributed to the reported condition. There were no associated quality notifications, and all processes and final inspections were performed in accordance with specification requirements. Based on the investigation and photographic evidence, the reported condition was confirmed. However, due to the absence of the physical sample, a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). Follow up. A report was received indicating the presence of an unidentified foreign material on the transfer filter needle. As the physical sample was not returned, a comprehensive evaluation could not be conducted. However, one photograph was provided and reviewed by the quality team to support the investigation. The image depicts a needle assembly without a plastic shield. Visible in the photograph are dark specks located on the needle hub, just below the white epoxy, as well as a dark speck on the upper portion of the needle itself. No additional information could be obtained from the image. A device history record (DHR) review was completed for material number 305211, lot 4081139. The review found no quality issues during the manufacturing process that could have contributed to the reported condition. There were no associated quality notifications, and all processes and final inspections were performed in accordance with specification requirements. Based on the investigation and photographic evidence, the reported condition was confirmed. However, due to the absence of the physical sample, a definitive root cause could not be determined.

Manufacturer narrative:
It was reported there was an unknown foreign material on the transfer filter needle. Our quality team has completed a device history record review for material number 305211 and lot number 4081139. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary. Complaints related to this device and the reported condition will continue to be monitored and analyzed for emerging trends by our quality team.

Event description:
It is reported foreign matter. Event description: an hcp reported an unknown foreign material on the transfer-filter-needle (tfn). The foreign matter is described to look like a fiber, however the provided complaint sample photographs do show a dark stain on the needle canula¿.